Manufacturer narrative:
Results: the cat6 had multiple kinks and ovalizations approximately 120.5 ¿ 135.5 cm from the hub. During functional testing, while attempting to advance the cat6 through a demonstration neuron max, resistance was experienced while advancing the cat6 through the rotating hemostasis valve (rhv) and the device could not advance any further. Conclusions: evaluation of the first returned cat6 revealed multiple kinks and ovalizations along the distal shaft. If the peel-away sheath packaged with the cat6 is not properly utilized prior to advancement into a parent device, resistance may be experienced and damage such as kinks and ovalizations may occur. Further evaluation revealed an additional kink on the proximal shaft. This damage was likely incidental to the reported complaint. Evaluation of the second returned cat6 revealed multiple kinks and ovalizations along the distal shaft. If the peel-away sheath packaged with the cat6 is not properly utilized prior to advancement into a parent device, resistance may be experienced and damage such as kinks and ovalizations may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00600 h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-00600.

Event description:
The patient was undergoing a thrombectomy procedure in the left peroneal artery using indigo system aspiration catheters 6 (cat6), two non-penumbra sheaths and two guidewires. During the procedure, the physician experienced resistance while advancing a cat6 over the first guidewire through the first sheath and subsequently, the cat6 "accordion". Therefore, the cat6, sheath and guidewire were removed. The physician then placed the second sheath with a new guidewire, and attempted to advance another cat6 into the sheath. It was reported that resistance was encountered after advancing the cat6 approximately an inch into the sheath; therefore, the cat6, sheath and wire were removed. The physician decided to abandon the thrombus aspiration and opted to angioplasty the area. There was no report of an adverse effect to the patient.